Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was replaced due to high impedance measurements and inappropriate therapy. An alert message stating possible defect in output circuit was detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.